Event description:
It was reported that the insulin pump fell out of the case and hit the ground and part of the insulin pump was chipped off around the battery compartment. Customer reported that for about six months there appears to be erosion around the battery and reservoir compartments. Troubleshooting was done. Customer's blood glucose was unknown. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.